Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and video was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via ultrasound-guided repeated twisting of the guidewire to pass the guidewire through the forearm cephalic vein valvular lesion using a balloon, the balloon allegedly ruptured at 20atm. Reportedly, the balloon was pulled out of the sheath, after the balloon came out a small hole was found on the side of the proximal tip. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via ultrasound-guided repeated twisting of the guidewire to pass the guidewire through the forearm cephalic vein valvular lesion using a balloon, the balloon allegedly ruptured at 20atm. Reportedly, the balloon was pulled out of the sheath, after the balloon came out a small hole was found on the side of the proximal tip. The procedure was completed by using another device. There was no reported patient injury.